Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture as high impedance and short v-v intervals were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.